Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a false negative result for the flu b target of the alinity m resp-4-plex assay. The customer said that due to various issues with the results from their resp-4plex assay and to test how much degradation samples will encounter when kept outside of refrigeration for over 5 hours, on (B)(6) it was decided to test samples twice, within about 4 hours between testing, without taking the tubes out of sample racks. The sample tubes remained on 6 sample racks and were processed, as per above. Sid (sample ID)(B)(6) was tested on (B)(6) 2025 and gave a negative result for all four targets. When the sample was rerun the same day, the sample was positive for flu b at 21.27 CT (cycle threshold). There has been no report of impact to patient management.

Manufacturer narrative:
Update to b5 to include information on how the customer released the result and that troubleshooting continues. Also clarified that in the absence of additional information, this report is being filed as a potential false negative, however customer allegation was for discrepant result.

Event description:
The customer reported a discrepant result for the flu b target of the alinity m resp-4-plex assay. The customer said that due to various issues with the results from their resp-4plex assay and to test how much degradation samples will encounter when kept outside of refrigeration for over 5 hours, on (B)(6) it was decided to test samples twice, within about 4 hours between testing, without taking the tubes out of sample racks. The sample tubes remained on 6 sample racks and were processed, as per above. Sid (sample ID) (B)(6) was tested on (B)(6) 2025 and gave a negative result for all four targets. When the sample was rerun the same day, the sample was positive for flu b at 21.27 CT (cycle threshold). There has been no report of impact to patient management. Troubleshooting continues at this site to resolve customer concern of discrepant results, including review of customer procedure, performance of water run to rule out contamination, checkerboard study to rule out carryover and environmental monitoring. The customer reported sid (B)(6) as "indeterminate" and requested recollection due to the discordant results. No further information is available about recollected sample or expected result. In the absence of additional information, this report is being filed as a potential false negative, however customer allegation was for discrepant result.

Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m resp-4-plex amp kit (list: 09n79-096), lot: 408316 was performed. The file sample evaluation met all validity and acceptance criteria. All replicates were interpreted correctly by the assay software. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). The file sample evaluation for alinity m resp-4-plex amp kit (list: 09n79-096), lot: 408316 received a disposition of pass. Customer data review: only the results related to the complaint were evaluated. The runs involving the reported samples were valid. The assay met specification requirements for the flu b target, and no error codes or performance related flags were displayed for the samples, as well as for the run controls. The initial testing for sid: (B)(6) displayed negative results for flu b target and was retested under the same sid: (B)(6) and generated flu b positive results. The flu b target displays cycle number (cn) value of 21.27, indicating a strong positive result. Customer conducted a water run which resulted negative, ruling out instrument contamination. Plate mapping was performed, and a potential amp plate carry-over risk was not observed for sample ID (sid): (B)(6). Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list: 09n79-096), lot: 408316 (including the components) did not identify any issues that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list: 09n79-096), lot: 408316 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records that could result in the reported complaint during production or internal use. The CAPA review for did not identify any existing internal records or nonconformance's related to the reported complaint. Additionally, a review of a part specific search was performed for part 9n79 to identify any existing internal quality records that could result in the reported complaint during production or internal use records that were related to the reported complaint and part. The part specific CAPA review did not identify any internal records or nonconformance's related to the current complaint for part 9n79. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the case being investigated. Complaint trending review identified no new adverse trend. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list: 09n79-096), lot: 408316 was not identified.